Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was not impacted. As the customer had changed the cartridge and infusion set prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer had reverted to manual injections to control the bg level.